Manufacturer narrative:
Additional information: d10, g4, h3, h6 h3 evaluation summary: one device was received for evaluation. The reported event was not confirmed. The device met with product specification. A visual in spection was performed and it was observed all the components are assembled properly at the tube. An inflation/deflation test was performed and no leaks were observed. No failure mode was observed in the received sample. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during tube exchange, leakage occurred. It was reported that after they checked the cuff pressure as usual, the situation was still the same. When the tube was replaced with a new tube, the problem was solved. When the cuff of the defective product was checked, it was found to ruck up easier compared to the usual.